Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse, that the customer received a button error alarm. Customer's blood glucose level at the time 350mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarms noted. All buttons function properly. However, moisture damage was noted on keypad traces. The insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on display window, and cracked case near display window corners noted during visual inspection.